Event description:
Related manufacturer reference number: 2017865-2023-08929. It was reported that the presented for a scheduled procedure. The physician decided to visualize the right ventricular lead under fluoroscopy for evaluation and found externalized conductor. The atrial lead exhibited loss of capture. Both leads were explanted and replaced. The patient was in stable condition post-procedure.